Manufacturer narrative:
Product name: niltac wipe tr102 (1x30 pack). (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that some of the wipes are stuck in the package that encloses the wipes. No photos provided. No further information was available.

Manufacturer narrative:
A batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Based on further evaluation and review of the reported event stating that some of the wipes are stuck in the package that encloses the wipes. It was determined that niltac wipes are not-sterile and the complaint is a non-reportable event. A retraction is being submitted for the initial MDR submitted to the FDA on january 31, 2018 and the supplemental report submitted on may 02, 2018. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.